Manufacturer narrative:
Field service specialist verified laser engine stability, physician settings, side cut retrace (no loop or scr error at current setting), loading deck energies and centration. Verified gel raster pattern and side cut energies in gel. Communicated with technical and clinical support, forwarding system settings to clinical development specialist (cds) for follow up. System was found to meet abbott medical optics specifications. Cds contacted account, provided support over the phone and requested patient information. On 1-13-2012 information was received that this case was for patient with date of surgery (B)(6) 2011 that the epithelial ingrowth (ei) was noticed on (B)(6) 2011 in os (left eye) at slit lamp test. Ei removed same day and patient no longer in steroid treatment. Bcva was 20/20-1 pre and 20/15- post op for os (left eye). Note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. Should new information that changes the facts and/or conclusion of this report become available; a supplemental report will be submitted.

Event description:
Account reported several cases for epithelial ingrowth.

Manufacturer narrative:
Date of event (B)(6) 2011 as this date was the diagnose of the epithelial ingrowth.